Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's physician reported via phone call that he was hospitalized on (B)(6) 2016 due to a high blood glucose level of 425 mg/dl. The customer had a diabetic ketoacidosis. It was the fourth time the customer went into a diabetic ketoacidosis. The insulin pump was not delivering the boluses. The customer was wearing the insulin pump at the time of hospitalization. When he gave himself an insulin shot, his blood glucose level came down. The device was not returned.